Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that readings from 14oct2024-15oct2024 were reviewed due to site being concerned about higher pressures/suspicious morphology from cardiomems sensor. The patient had a ventricular assist device. The patient's sensor was not affected by the cloud migration. It was advised that readings show distinct respiratory variation and evidence of possible intermittent arrythmia/ectopy. The site was recommended to encourage patient to rest for at least 5 minutes before readings and take consistent breaths throughout measurement period.

Manufacturer narrative:
Section g3: the initial report was submitted on 04nov2024 with a g3 date of oct 17, 2024. The correct g3 for the initial report should have been oct 16, 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, "introduction," lists adverse events, including arrhythmia, which may be associated with the use of heartmate 3 lvas. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.